Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated. The patient's health care professional (hcp) contacted boston scientific technical services (ts) for troubleshooting. Ts discussed troubleshooting options, none of which were successful. Additional information was requested with no further details provided. The device remains in service. There were no adverse patient effects reported.